Event description:
I received a breast augmentation with mentor saline implants in 1999 and immediately noticed things happening in my body. It is now 2017 and I'm on death's bed. It is because of breast implant illness. I have been to the emergency room (ER) an unexplainable amount, my pcp the same. I had hyperthyroidism (doesn't run in the family), killed the thyroid, now have hypothyroidism, vertigo, neck and back pain, joint aches, swollen face, weight gain, dry eyes, horrible fatigue, migraines, etc. It has gotten worse over the years. There is one plastic surgeon locally that does en bloc capsulectomy explants but insurance will not cover this "cosmetic procedure." It is a medically necessary procedure for survival!